Manufacturer narrative:
B5 - describe event or problem: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation, blurred vision and excessive rotation. Due to low vault with rotation, blurred vision and excessive rotation the lens was explanted. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced possible excessive vault with rotation and blurred vision. The lens was explanted. The cause of the event as reported as "other".

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault and blurred vision. Due to lens rotation not associated to a low vault and blurred vision the lens was repositioned in a separate surgery. This did not resolve the problem. On another day the lens was replaced with a same model but longer length lens. This resolved the problem. Cause of the event was reported as "other" with cause details stating, "rotation due to shorter lens". G6 - type of report: 30-day missing from initial MDR . Claim # (B)(4).